Manufacturer narrative:
Two 2000e7d samples from lot 1030456 were received in sealed packaging for investigation of pr (B)(4), in which the customer has stated: "difficulty in push medication administration. Nurses are sure there is no catheter occlusion when they are using smartsite with bolus injection or flushing. But although they are sure there is difficulties/ resistance with bolus injection or flushing." Two sealed ayset 10ml luer slip syringes and two sealed ayset IV lines were also received to aid the investigation. No issues were encountered when accessing the two 2000e7d smartsite products using the ayset connecting products provided, and no flow restriction was observed when flushing the products. However, when examining the ayset syringes, it was noted that both had significant flash present on the male luer tips (appendices 1 & 2). The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1030456 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A definitive root cause for the customer's experience could not be determined, however please note, the type of male luer feature has been shown in the past to intermittently lead to restricted flow due to the edges pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same male luer which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports received against the 2000e7d smartsite component in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: during use. Slows down the infusion flow rate. Difficulty in push medication administration. Nurses are sure there is no catheter occlusion when they are using smartsite with bolus injection or flushing. But although they are sure there is difficulties/ resistance with bolus injection or flushing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.